Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent a revision procedure to add a lead extension to the deep brain stimulation (dbs) system. No devices will be returned as they all remain implanted.